Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous lactate_3 (lac_3) result was obtained on a patient sample on an atellica ch 930 analyzer. Calibration was within acceptable ranges when the erroneous result was obtained. The customer performed calibrations, replaced the reagent pack, performed probes cleaning on a weekly basis. With siemens remote assistance, the customer ran quality control (qc) in replicates. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, reviewed the customer maintenance log, replaced all reaction and dilution cuvettes and pump for wash on probe 2, adjusted reaction washer, aligned to cuvettes with guides, set bottom of cuvette, ran 10-point precision on lac_3, auto check and qc, which recovered within the range. Siemens reviewed instrument data and determined that qc imprecision was observed with intermittent qc fliers, two different reagent lots were in use during this timeframe; both lots yielded imprecise lac_3 qc results. Therefore, the issue was not isolated to a single reagent lot. Siemens observed ongoing positive slope post reagent 2 addition and mix; the reaction does not appear to come to an end point as expected. Siemens further evaluated the event and determined that an instrument malfunction, which was addressed with the service activities performed by the cse, potentially contributed to the erroneous lac_3 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneous lactate_3 (lac_3) result was obtained on a patient sample on an atellica ch 930 analyzer. It is unknown if the initial result was reported to the physician(s). The initial result did not correlate with the patient¿s previous result. The sample was reprocessed on an original analyzer. The repeat result was considered correct and reported to the physician(s), however, the result is unknown. There are no known reports of patient intervention or adverse health consequences due to an erroneous lac_3 result.